Event description:
It was reported that the customer experienced a malfunction with the pump but did not provide any specific information on blood glucose values. There was no reported adverse impact to the customer¿s blood glucose level reported. No additional information was received regarding corrective actions or outcomes related to the event.